Event description:
Fmc product complaint received for investigation. Stated complaint is internal "blood leak" during pt treatment. Dialyzer was used 18 times prior to incident 9/15/1999. Received further requested info from facility. Estimated blood loss 250 cc due to discard of the extracorporeal circuit. There were no reported adverse effects to the pt as a result of the leak. The dialysis was restarted with another dialyzer without incident. H& h were not available. No medical intervention required. Notified that actual sample is available. Qs requested pt info for submission of MDR (filed for reported blood loss).